Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined high pacing impedance values and high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.